Event description:
On (B)(6) 2012 a foreign dealer rep sent the following in an email: we received today a complaint on a clamp. The clamp obviously has not been used very often. The customer returned it due to the fact that it broke upon first use. No further details are known.

Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Narrative for conclusion device breakage is addressed in the directions for use. The directions state, "caution: modification, overextending, bending or extended use of the clamp may cause breakage." Complaint: broke on first use. Evaluation summary: the clamp is distorted from its original shape. When reassembled it was obviously permanently deformed, unable to return to its original formed shape and jaw proximity. Cause of breakage: over extension/misuse. Conclusion: overextension of the clamp caused permanent deformation to the clamp and subsequently breakage of the clamp. Due to the aforementioned fact this was customer misuse, no further action is deemed necessary at this time. The investigation is closed. CAPA measures are not proposed or initiated.